Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported migration was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported stent migration. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal superficial femoral artery (sfa). After the supera 5.5 x 120 6f 120 cm self-expanding stent was deployed and during removal of the stent delivery system, the stent migrated into the proximal sfa. It was decided to leave the stent in the proximal sfa. The device was prepped and used according to the instructions for use and the nose cone was retracted with no issues when it was noticed the stent had moved. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.